Manufacturer narrative:
(B)(4). The incident information was reviewed; the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record revealed no manufacturing non-conformities that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of mitral stenosis and atrial fibrillation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of product quality deficiency with respect to the manufacturing, design, or labeling of the device.

Event description:
This is filed to report the mitral stenosis that occurred during use with the clip delivery system and is considered serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. During the grasp, the mean gradient pressure increased from 3 mmhg to 15 mmhg; therefore, the clip was not implanted and the cds was removed. After the cds was removed, the mean gradient pressure was 9 mmhg and atrial fibrillation occurred. No treatment was performed. The procedure was aborted with no clip implanted and mr remained grade 3-4. The patient was confirmed to be clinically stable post procedure. No additional information was provided.